Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified anastomotic stenosis. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 14 atmospheres for 60 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.